Event description:
The hospital cssd found the driver tip broken during inspection after having received it from another hospital. Information regarding when tip of the driver was broken is unknown.

Manufacturer narrative:
Added UDI to d4.